Event description:
Patient has mccune-albright syndrome with polyostotic fibrous dysplasia. Pathologic fracture in 2016 and 2017 both treated with spica casts. On (B)(6) 2020patient underwent osteotomies of his left proximal and distal femur and a fd rod was implanted. On (B)(6) 2023 the fd rod was exchanged for a pnp femoral nail. On (B)(6) 2024 the rigid nail was exchanged due to hardware failure secondary to being pushed down at school. Was doing well on (B)(6) 2025 but fell while in china and returned to clinic 5-6-25 where x-rays showed the rigid nail had broken through the proximal transverse screw hole.